Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: unk. Symptoms/ae: oozing. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the suture was deployed, continuous oozing was noted and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.